Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer removed obstruction in front of vent holes and alarm was cleared. Customer's blood glucose was within range (value not provided).